Event description:
Caller reported blood glucose results, all within 10 minutes: compact plus system 1- 305 mg/dl and hi, which on the system indicates a result in excess of 600 mg/dl compact plus system 2- 296 mg/dl aviva system 1- 60 mg/dl, 76 mg/dl aviva system 2- 81 mg/dl no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).